Event description:
It was reported the patient had not been feeling well for a few hours and transmitted the device data remotely to physician's office. The electrogram (egm) showed 29 consecutive tachyarrhythmia sensed (ts) markers with no detection. It was also reported no episodes were collected. The patient went to the emergency room; however the episode had ended by then. It was determined the rhythm discrimination algorithm had been withholding until the ventricular rate had increased and the morphology changed; subsequently, anti-tachycardia pacing was delivered. The patient was later upgraded to a bi-ventricular defibrillator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned, analyzed and no anomalies were found. Performance data was collected from the device and analyzed. No anomalies were found.